Manufacturer narrative:
Other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having to charge the ins more frequently. The patient stated that a month prior to the report their ins died after only 4 weeks of being fully charged. It was noted that no programming changes had occurred, and that the ins which used to last 6 weeks was only lasting 3 weeks. The patient reported that this may be related to a fall. The patient stated that they fall a lot and that they had a really bad one in (B)(6) 2017. The patient fell on their right side but their ins is implanted on the left side and did not get hit. No one checked the ins following the fall. The patient also reported getting shocked 'like you would never believe it.' The shock was in the corner where the ins is located and they felt like a lead was 'electric moving.' The patient reported other symptoms saying that they did not feel right and that they were 'super numb everywhere', 'could not move and that they thought something was wrong with the device. The patient stated that they have 'gone crazy downhill in the last 6 months' and that they body is on 'a complete shutdown.' Follow-up was conducted with the patient as they have no managing hcp at the moment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting (B)(6). To be their weight at the time of the event, with no additional symptoms or complications reported.

Manufacturer narrative:
Previously submitted supplemental report had incorrect date of this report 2017-06-05 and should have a correct date of 2017-06-22. If information is provided in the future, a supplemental report will be issued.